Event description:
The longevity was shown as less than 3 months upon interrogation performed with the device in its sterile box.

Manufacturer narrative:
(B) (4). Conclusion: the device has to be interrogated again in order to check longevity data obtained with a normal communication with the device. According to the implant manual, if no warning is displayed or if battery impedance is under 2 kilo ohms, the device can be distributed and implanted.